Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occured in (B)(6). The customer was a using a portex® double lument endobronchial tube when the end cap to the suction port it was impossible to plug in. They felt that the cap diameter was larger than before. During operation air leakage occurred as the cap could not be plugged in correctly. Unknown impact to patient.

Manufacturer narrative:
One used portex® double lumen endobronchial tube was returned for evaluation. The device was received in a plastic bag outside of its original packaging. Visual inspection found no discrepancies. Functional testing involved assembling the cap to the tray and showed that there was resistance to the cap during the assembly. A review of the manufacturing process, manufacturing documents, and receiving inspection was conducted and found no discrepancies. A review of the endobronchial tube cap plug design found that the hole for assembling the cap was returning under specifications. Based on the evidence, the most probable root cause was attributed to variation in the molding process. (B)(4).